Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. S2d data record is missing clinical compass data with "???" Display for 1 day on (B)(6) 2013.

Event description:
It was reported that at a device follow-up one or more days of cardiac compass data may be invalid. It was determined that there were bit flips in the diagnostic memory most likely caused by the radiation therapy the patient had. All other diagnostics were viewed normally. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.